Event description:
It was reported that during an attempted implant, after placing the right ventricular (rv) lead, the physician attempted to reposition the lead to another site. However, the helix remained retracted and could not be extended. The rv lead was removed, inspected, and the helix remained retracted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.